Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.2, reference: 14.2, mean: 9.20, confidence limits: n/a. Analysis of customer's data revealed that inratio and reference test results comparison did not meet accuracy criteria. The calculated mean is greater than 5.0 inr and the difference is greater than 2.2. Confidence limits could not be established. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since no strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.2, lab: 14.2. On (B)(6) 2011, patient was sent to the emergency room after inratio test because he was bleeding from the skin. Nurse said that he told her he had blood in his urine. Patient had been off coumadin for two weeks at time of test and had gone into his doctor's office because of blood in his urine and unusual bruising.